Event description:
It was reported that the insulin pump had a blank display. The customer stated that she replaced the battery, and the display did not turn back on. She noted that it seemed as though the battery was not making a connection, so she reinserted the battery again, and the display did return. The blood glucose reading was unknown. The customer also reported that she thought that there was supposed to be some kind of sleeve around the battery in the battery compartment, so she was unsure whether there was any part missing. The battery came out with the battery cap, and she was able to get the cap to screw back on, but was concerned to try again. She noted that her blood glucose levels were running fairly high lately, with an average blood glucose reading of 219 mg/dl. She was unable to complete troubleshoot because she was at the store. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.